Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "finishes the liquid in the bag, and continues to pump air". Mmdg did make multiple attempts to follow up with the initial reporter, however, these attempts were unsuccessful and received no reply. (B)(4).